Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported they were unable to retrieve their display. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. The customer was advised they will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.